Event description:
It was reported the patient's device "short circuited or something" so the lead was replaced at some point in (B)(6) 2011. It was also stated the device "never really worked." If additional information becomes available, a supplemental report will be filed. Reference manufacturer reports #6000153-2013-00048, #6000153-2013-00049, and #6000153-2013-00050.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 387345, lot# v523685, implanted: 2011-(B)(6), product type screening device product ID 387345, lot# v576756, implanted: 2011-(B)(6), product type screening device product ID 387445, lot# v771496, implanted: 2011-(B)(6), product type screening device. (B)(4).